Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that the tip of the diagnostic catheter separated and remains inside the pt. The physician inserted the diagnostic catheter into the pt. The physician advanced the diagnostic catheter forward into the pt's ostium. At some point during the procedure, the tip area of the diagnostic catheter became kinked. The physician then inserted a guide wire through the diagnostic catheter and attempted to remove the device from the pt. After the diagnostic catheter was removed from the pt, the physician noticed that the tip area was missing. The physician was able to locate the separated tip of the diagnostic catheter in the ostium. At the time of this report, the decision was made to leave the separated tip of the diagnostic catheter in the pt. The pt is reported to be fine.